Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h6, h7, h9, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A likely mechanism causing the reported events might be one of the following: potential cause 1: the loop was placed around the body tissue. The tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. The slider was pulled to tighten the loop. Because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. The hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. Pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. Potential cause 2: ligate the polyp by performing the operation correctly. The tube sheath has moved forward, but you didn't realize it and released the loop. (The tube sheath has moved forward due to peristalsis of the patient or movement of the scope). The base of the loop goes inside the coil sheath. Hook and loop are jammed in the coil sheath because the hook is retracted. Potential cause 3: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. Scope angle. Meandering state of the scope tube. State of sheath from the forceps channel to the vicinity of the ligating device handle unit. Even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Additional information was requested including patient status and procedure outcome, but no further information was provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colonoscopy procedure, while performing the polypectomy operation, since it was required to adopt the ligating device to snare larger polyps to block blood flow, after completing the tightening operation of the snare, the snare failed to disengage and release; the tube and snare could not separate, and the handle was in a locked state, making push and pull operations impossible. The nurse immediately communicated with the manufacturer, and the solution provided by the manufacturer was to deliver an endoscopic scissor to cut the device; during this course, the patient suffered a severe bleed, and the medical team subsequently used hemostatic clip for hemostasis. Finally, the snaring sector of the ligating device was resected via the incision knife, hemostatic measures were performed synchronously during the operation, and 2000 mg of thrombin powder was applied for endoscopic hemostasis. There were no reports of further patient harm.